Manufacturer narrative:
Initial reporter¿s phone number extension: ext: (B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the motor device had a hole in the hose. According to the reporter, there was a little bit of delay to obtain a spare device, which was available a few minutes. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that there was a hole in the hose. It was determined that this was indicative of allowing the hose to come in contact with a sharp object. The assignable root cause was determined to be due to component damage caused by user error / abuse and possibly misuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.